Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photographs showing embedded foreign matter in the cap. Additionally, 100 retained samples from the bd invesntory were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the sample and photographs provided. The most likely root cause for this type of defect is polymer particles being released during the cap molding process. It is a cosmetic defect with no impact on the efficiency of the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty cap x1"